Event description:
It was reported that post a stenting treatment procedure, a myocardial infarction and very late stent thrombosis occurred. The 90% stenosed type b1 de novo lesion measuring approximately 10mm in length was located in a calcified distal left circumflex artery (lcx). A second lesion was treated in the proximal to mid left anterior descending artery (lad). The lesion in the lcx was predilated with a 2.25x15mm non bsc balloon. A 3.0x12mm taxus liberte' stent was deployed in the lesion at 16 atms for 60 seconds and the lesion was postdilated with the balloon from the stent delivery system. A 3.5x20mm taxus liberte' stent and a 3.0x12mm non bsc stent were implanted in the proximal to mid lad. Ivus confirmed that the stents were well positioned and well apposed with 0% residual stenosis. Post procedure the patient was placed on 75mg ticlopidine and 100mg aspirin per day. No patient complications were reported. Approximately 16 months later the patient presented with a myocardial infarction. An occlusion was confirmed in the proximal end of the 3.0x12mm taxus liberte' stent located in the lcx. Timi flow was noted to be 0. The lesion was treated by ballooning and timi iii flow was achieved. No further patient complications were reported. The status is listed as good.

Event description:
It was further reported that the patient was not placed on 75mg ticlodipine per day; the patient was placed on 75mg clopidogrel per day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).